Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during a cystgastrostomy procedure performed on an unknown date. During the procedure, the first flange was deployed, but it did not expand. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: product code: kns, pcu; reported here as the product code exceeded character limit for the designated field. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g4: premarket / 510(k) #: k163272, k181905, k220112, k233318 g4; reported here as the premarket #code exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.